Manufacturer narrative:
Manufacturer ref#: (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In said photo, the luer hub of the catheter can be seen, and the rim of the luer hub can be seen fractured. No separated pieces are noted. No other damages are noted. A manufacturing record evaluation was performed for the finished device 31403080 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the luer hub being broken was confirmed based on the damaged condition of the luer hub observed in the photo provided. This investigation was performed based only on the photo provided, if the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that prior to the procedure, the outer packaging of a cerebase straight, distal catheter (gs9090sd/31403080) was inspected and found in good condition. The physician opened the package and took out the cerebase device for inspection and observed the luer hub of the catheter was broken. The catheter was not used in patient. A new catheter was switched to complete the procedure. No patient injuries nor consequences were reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: complaint conclusion: the healthcare professional reported that prior to the procedure, the outer packaging of a cerebase straight, distal catheter (gs9090sd/31403080) was inspected and found in good condition. The physician opened the package and took out the cerebase device for inspection and observed the luer hub of the catheter was broken. The catheter was not used in patient. A new catheter was switched to complete the procedure. No patient injuries nor consequences were reported. One photo accompanied the complaint file. In said photo, the luer hub of the catheter can be seen, and the rim of the luer hub can be seen fractured. No separate pieces are noted. No other damages are noted. The device was returned to j&j medtech for further evaluation. A non-sterile gs 90, 90 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as seen in the provided picture the luer hub was found cracked at the thread area and fusion area. The issue reported that the hub of the catheter was broken was confirmed during the device inspection. Hub damage during attachment/removal of hemostasis valve is a potential failure mode that can result from the handling of hemostasis valve and hub where excessive force may have been applied, causing device damage. Devices undergo 100% inspection for hub damage during hub injection molding process. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. A manufacturing record evaluation was performed for the finished device 31403080 number, and no non-conformances related to the malfunction were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: exercise care in handling the intermediate catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.